Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs verified the reported issue of a high drain alarm (increased intra-peritoneal volume or iipv). The direct cause was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice device at the end of the therapy. Initial drain equaled 14ml, last fill equaled 14ml, total filtration equaled 7999ml, total drain volume equaled 9903ml, total ultra-filtration equaled 1904ml, cycle four equaled 2023ml, cycle three equaled 10ml, cycle two equaled -116ml, cycle one equaled -13ml, bypass equaled 0, manual drain equaled 0. The technical service representative explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.